Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The patient presented with ischemic cardiomyopathy. An xt clip was advanced to the mitral valve. During pre-deployment steps, the clip failed establishing final arm angle (efaa). The clip kept opening despite troubleshooting steps. The clip was removed and replaced to complete the procedure. One clip was implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information received.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The patient presented with ischemic cardiomyopathy. An xt clip was advanced to the mitral valve. During pre-deployment steps, the clip failed establishing final arm angle (efaa). The clip kept opening despite troubleshooting steps. The clip was removed and replaced to complete the procedure. One clip was implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.